Manufacturer narrative:
See incident description for device evaluation.

Event description:
On (B)(6) 2019, the lay user/ patient contacted (B)(4) USA, alleging a lancet issue with their onetouch delica lancets; they reported 2 needles in the lancet. There was no allegation of an adverse event as a result of the reported issue. The lay user/patient¿s lancets have been returned and evaluated with the following findings: the lancets failed testing. The reported issue of the presence of 2 needles in the lancet was confirmed.